Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Later, healthcare professional reported exchange of textured device due to patient's concern with product. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Healthcare professional reported that the left side device was intact, hence unreporting the previously reported deflation.

Event description:
The device has been explanted. Healthcare professional reported that the left side device was intact, hence unreporting the previously reported deflation.